Event description:
A report was made to the covidien representative in germany that stated the cuff or the "control-valve" leaked partially and it was re-inflated pro anesthesia. The problem was noticed by a leakage messages of the anaesthesia device always at the "tubus". The "tubus" connector gets loosened from the "tubus" shaft in heat, although connector was put in very strong. The tubes were observed also with the cuff pressure measure, also then the problem occurred. The patient required a non-routine replacement of the tube. The tube was discarded and the lot number is unknown.

Manufacturer narrative:
The lot number is unknown and the tube was discarded and therefore unavailable for failure investigation. No analysis or conclusions can be drawn without the device or the lot number; however attempts are being made to obtain further information from the reporting source to clarify the alleged failure. The device in the incident is not distributed in the united states, however, the hilo evac is of essentially identical design and is distributed in the united states. The 510k number for the hilo evec is k965132.